Event description:
It was reported the subject device had items retained in working channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The customer's report of residue in the working channel was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.